Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there was insulin inside the reservoir chamber of the insulin pump. The customer¿s blood glucose level was 236 mmol/l which was treated with manual injection. Customer stated a constant tone was occurring. Customer also reported there was a leak in the reservoir compartment the customer declined troubleshooting for high blood glucose. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The insulin pump and reservoir will be returned for analysis.